Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The technical service representative (tsr) helped the home patient (hp) to clear the error and informed the hp of the error's meaning. The hp left a clamp open on one of the unused lines. The hp would complete therapy with manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance was contacted by the home patient (hp) on (B)(6) 2011 regarding the alarm. The hp stated that the issue was resolved. The hp stated they were not able to identify the cause to the alarm. The hp stated they did not leave any clamps open during therapy. The hp stated they did not notice defects on the supplies and checked to make sure all the connections were secure. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated they discarded their samples and did not have the lot numbers. The hp stated that they were doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.